Event description:
In 2008, the sales representative reported that during surgery the tip of instrument broke off when surgeon was reducing. The surgeon retrieved the broken piece. The broken piece was discarded at the hospital. No surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.